Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, a hysterectomy and a bilateral salpingo-oophorectomy, they experienced incontinence, abdominal pain, hematuria erosion, prolong catheterization, voiding difficulties, bladder stone and collagen injections. Patient reported that the sling was removed becaused it "tore through their urethra and cut into their bladder. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, company was unable to determine if the device met specifications, and company was unable to determine the specific relationship of the device to the event. Company's direction for use outline as potential complications: "tissue erosion..."